Event description:
No patient harm. During a cysto, retrograde pyelogram, ureteroscopy, laser lithotripsy, stent case the 200 moses laser fiber broke while in use, no injury to the patient. Laser fiber broke outside of patient and off the surgical field, and scrub tech sustained a minor burn injury to thumb. All pieces of the fiber were removed from the surgical field.